Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged several times when attempting to place the lead at an optimal position. High impedance, low sensing values, and a high capture threshold were also observed from the ra lead in multiple positions. The physician alleged that the ra lead conductor was fractured. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage. This type of damage is consistent with damage during the implant/explant procedure. The allegation of fracture was not confirmed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities, beyond explant lead body damage.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged several times when attempting to place the lead at an optimal position. High impedance, low sensing values, and a high capture threshold were also observed from the ra lead in multiple positions. The physician alleged that the ra lead conductor was fractured. The lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.